Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the helix of the active fixation right ventricular (rv) lead would not deploy/extend. The lead was not implanted and an alternative lead was placed without incident. No patient complications have been reported as a result of this event.